Event description:
Customer reportedly obtained results of "lo" (<10mg/dl) and 99mg/dl on the active system within 10 minutes. An additional comparison reported results of lo and 123mg/dl on the active system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.